Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up visit this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray confirmed lead dislodgement. The patient is intermittently pacemaker dependent, but has an intrinsic of approximately 30 bpm and was asymptomatic. Surgical intervention was performed and the lead was explanted. Besides intervention there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:41 pm CT. The report number is being corrected from: 2124215-2018-62456to: 2124215-2018-60110.

Event description:
It was reported that during a routine follow up visit this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray confirmed lead dislodgement. The patient is intermittently pacemaker dependent, but has an intrinsic of approximately 30 bpm and was asymptomatic. Surgical intervention was performed and the lead was explanted. Besides intervention there were no adverse patient effects.